Event description:
It was reported that the patients lead had high impedances due to a fracture. Surgical intervention was undertaken on (B)(6) 2022, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.